Event description:
Oncology patient admitted with port-a-cath inplace. Signs of tenderness,induration and redness present around the port site. Blood culture from port site was positive for staphylococcus organisms. Port-a-cath was surgically removed subsequent to diagnosis of sepis, secondary to infected right port-a-cathdevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded. The device was destroyed/disposed of.